Manufacturer narrative:
(B)(4) batch # r94r7x. Following the initial analysis, the device was received for a secondary review. The device was received fully assembled with a clip in the jaws and 4 clips remaining in the clip track. Upon visual examination of the device, no anomalies or damage were noticed. The applier was cycled twice and anti-backup was tested and confirmed to not be functional, resulting in two malformed clips. The device was cycled a third time and the jaws/handles became jammed and would not open or close. The device was then disassembled and examined and it was noticed that the anti-backup lever was out of position and the hoop spring component was missing. The out of position anti-backup lever caused a jam with the internal components resulting in the firing issues and anti-backup failure (along with the missing hoop spring). Based on the initial analysis performed by the independence pi lab, the hoop spring was confirmed to be present but out of position during analysis therefore it is likely that the spring fell out of the device at some point between the first and second analyses. In conclusion, the device had a non-functional anti-backup as well as jammed firing mechanism due to the out of position hoop spring and anti-backup lever components. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot r4184v number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch r94r7x number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Upon review of the information received it was determined that this event was previously reported under 3005075853-2019-18681. All additional information will now be captured under this report #.